Manufacturer narrative:
H10: additional manufacturer narrative.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and is not available for evaluation. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-y-o patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration leading to stenosis. A 29mm sapien 3 valve was implanted within the surgical edwards valve using the transseptal approach successfully. No other information was provided.

Event description:
Edwards received notification that this 87-y-o patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration leading to stenosis. The patient presented with short of breath prior to the procedure. A 29mm sapien 3 valve was implanted within the surgical edwards valve using the transseptal approach successfully. The patient's outcome was noted as "splendid". As per medical opinion, the valve did not fail prematurely.

Manufacturer narrative:
Additional manufacturer narrative.